Manufacturer narrative:
Other relevant components include: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a consumer regarding an unknown patient who used an implantable infusion pump. It was reported on (B)(6) 2016 that an unknown patient had a catheter occlusion and medications could not be delivered. The patient's status was unknown. The patient's medications were unknown. The patient's medical history was unknown.